Event description:
Customer reported receiving a battery out limit after the insulin pump fell into a swimming pool. Blood glucose level was 234 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, and off no power tests however, there was intermittent button response due to moisture damage on keypad traces. Moisture damage to the electronic assembly was also noted. The insulin pump was received with minor scratches on liquid crystal display window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap.